Event description:
It was reported that the mobile app unexpectedly crashed while customer was attempting to load a cartridge, and the customer was unable to complete the load process. There was no reported adverse impact. After re-launching the app, the pump was not paired, but the caller was able to re-pair the mobile app with the pump. The customer did not have a charging pad and planned to try using it when available, with the intention to follow up if the issue persisted.